Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The caller stated they think the pt was implanted originally on (B)(6) 2022 then there was a second surgery to move it down because implant was not set right on (B)(6) 2023. Agent sent email to patient registration services to provide what was given about pt's implant information. Additional information was received from the patient's manufacturer representative (rep). Rep reported they were not aware of any revision surgeries or device placement issues. Patient's records only show a trial and the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.